Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular treatment procedure using a 7f sheath. Reportedly, when the knot was being advanced to the vessel wall with the suture trimmer, the suture separated. The physician commented that the suture may have caught on the trimmer because there was difficulty to advance the knot. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.